Event description:
This patient had a fractured lead on (B)(6) 2010 and was shocked 30 times as a result. There was no indication of the status of the lead or any other information. Phone calls to the physician's office have not been returned. Should additional information be received, this file will be updated.